Event description:
When the user scans the code into the application it says error this is expired when it clearly states on the box and the packaging that its good until atleast (B)(6) 2022. The user reported that she/he didn't know if she/he should trust the test saying she/he is negative or there is just a glitch in the app. The user said she/he don't even use the app that comes with tests but follows the instructions bit for this kit, she/he decided maybe she/he should use the app. The user reported she/he received the test kits on sat (B)(6) 2022. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.